Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2016-01562. It was reported the patient's left supra-orbital lead was explanted on (B)(6) 2016 due to an infection at the lead site. The patient was given antibiotics. Follow-up revealed the infection had resolved over time. The patient had two supra-orbital leads (off-label use). Both leads are being reported because it is unknown which lead was explanted.